Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced leakage in the infusion set at the quick release which had been in use for 3 days. The blood glucose level went high but declined post trouble shooting. There was no stress or pull on the infusion set tubing and the quick release needle was intact. No further information available.

Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted model number, serial number, expiration date under d4 and manufacturing date under h4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 5413278. In question was manufactured at the osted site. Device history record (DHR) review: the 5413278 was manufactured according to the work instruction (wi) [75] appendix 1 batchcard for production of packaging room on 17-feb-2023 with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Test results: no product was returned. Conclusion summary of complaint investigation: as a result of the following, no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.